Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va072e3, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va077as, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va072e3, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va077as, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative and had an appointment on (B)(6) 2014.

Event description:
It was reported that for the last couple of days the patient¿s medication was not even effective. The patient stated that her symptoms returned the day prior to the report. The patient noted that she just woke up the day prior to the report and never really got any relief all day.